Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient experienced recurring insulin flow blocked alarms event on (B)(6) 2026. The patient had persistent high blood glucose level greater then four hours and got treated with manual injection. No further information available.